Manufacturer narrative:
This report is submitted on 22 october, 2019.

Event description:
It was reported that the patient experienced poor performance with device use and it was found the electrode array had migrated outside of the cochlea. Clinical management is ongoing.